Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 8.7 mmol/l. Customer also reported that there was an emergency room visit on (B)(6) 2016 due to his low blood glucose levels. Customer stated that he blacked out and 911 was called. Customer stated that he was treated with IV injections and apple juice. Customer's blood glucose levels at the time of emergency room visit was 3.0 mmol/l. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.